Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event due to the use of granuflo and/or naturalyte and expired on the same day.

Manufacturer narrative:
This is one of two device reports.